Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 405 mg/dl. Customer was treated with bolus with insulin pump. Customer declined for troubleshooting of high blood glucose. Customer stated that the bolus went to manual and manual configuration was not correct and blood glucose level went high. Customer was assisted with reviewing in settings in the insulin pump. The insulin pump will not be returned for analysis.